Manufacturer narrative:
On 2/21/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during visual inspection of the device a crease was observed in the anterior and other in the posterior view. Leak testing was performed in accordance with mentor procedures and a tear was observed within crease in the posterior view, measuring approximately 0.1 cm. The evaluation determined that the rupture is consistent with a crease fold rupture these kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Since the integrity of the shell was compromised due the tear within crease, it is not possible confirm the gel bleed reported. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: gel leak. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 175cc mentor memorygel breast implants, suffered right breast implant rupture, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (right) 170cc mentor memorygel breast implant catalog: 3507170mc lot: 7525028 sn: (B)(4) and (left) 170cc mentor memorygel breast implant catalog: 3507170mc lot: 7752382 sn: (B)(4). In addition, upon removal of the implants, it was also discovered that there was free silicone outside the left side device. This medwatch form is for the left breast prosthesis.